Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor and blood glucose readings. It was reported that the blood glucose level was 125mg/dl. It was reported that the calibration would not be accepted. Troubleshoot was reported to be conducted. It was reported that the sensor may be malfunctioning, and that it would be returned and replaced.